Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs received. Pfs alleges patient was revised due to high metal ions and pain in his leg, groin, and leg. No medical records received so an unknown head and liner are being reported. If we receive more information we will update as needed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis and loosening of cup. Added revision surgeon, hospital, updated product details in ips and patient harms. Added cup and screws due to alleged loosening.